Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30930186l and no non-conformances related to the complaint was found during the review. This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on (B)(6), 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation, it was determined that this was an isolated case. An internal action was opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
A patient received a cardiac ablation procedure that included use of qdot micro catheter and experienced cardiac tamponade requiring pericardiocentesis. At the (B)(6) end of the procedure, during ablation phase, after premature ventricular contraction (pvc) ablation of the right ventricular outflow tract (rvot) anterior septum, the patient¿s blood pressure dropped from 130, when the patient entered the room, to 100. It was confirmed by the soundstar catheter that an effusion had accumulated. To complete the procedure, drainage was performed while administering protamine, and about 80cc of venous blood was drawn. Blood pressure returned to 130, and it was confirmed by the soundstar and body surface echocardiography that there was no effusion accumulated and the patient was discharged from the room. No atrial septal puncture performed. Effusion was confirmed after ablation. No steam pop occurred. Flow rate setting of 30-35w with qdot ngen generator. High flow ablation set up was pre two-second and post four-second. The patient entered the high care unit for follow-up. Method of contact force (cf) monitoring: real time graph; dashboard; vector; visitag. Coloring settings for visitag: tag index. Visitag additional filters: force over time. The physician's opinions on the relationship between the event and the product was it was not due to a product defect. Physician assessment of the health hazard is non-serious, moderate/minor. No abnormalities observed prior to use or during use of the product. Causal relationship with product, as it was believed that the rvot was punctured when the patient moved in pain during pvc procedure. Patient outcome is improved. Correct catheter settings were selected on the generator. Pump switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure.